Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient was treated in the emergency room for blood glucose (bg) in the 500 mg/dl's, with moderate ketones and symptoms that included fruity breath odor, nausea, vomiting, vertigo, polyuria, and polydypsia. Patient has no other conditions or medications that would contribute to the excursion. Treatment included insulin via injection, IV fluids, and food/drink. Customer support (cs) found no potential causes of bg issue or any potential causes of the perceived inaccurate delivery issue. Time/date were correctly set. Basal and bolus histories are as expected. Troubleshooting with customer technical support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
Follow-up #1: date of submission 9/9/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/15/2015 with the following findings: unable to duplicate the complaint. Pump history shows the last basal delivery was on (B)(6) 2015 and the last bolus was a 4.15u bolus delivered on (B)(6) 2015. No alarm related to the complaint in alarm history. No alarms occurred during 24hr duration testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required specification. Unrelated to the complaint, the display screen has a pinkish contrast. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.